Event description:
It was reported that resistance was met with the anatomy when the 3.0x8 nc trek was advanced to the predilated, moderately tortuous, heavily calcified, 90% stenosed, 20 mm length lesion in the 3.5 mm diameter, distal left circumflex (lcx) coronary artery. The nc trek did not inflate at the target lesion. The nc trek was removed from the anatomy and replaced with another dilatation catheter. There were no adverse patient effects and no significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dilatation catheter: trek, guide wire: bmw, guide catheter: launcherm stent: xience alpine. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances from the reported lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device.